Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopy on (B)(6) 2019 a hardware failure occurred with an arthrex implant that became loose inside the patient. Due to the failure a revision surgery on (B)(6) 2019 was necessary. Additional information obtained 14-jan-2020. Further information were provided by the customer. It was reported that the customer uses the sos system to follow up on the patient who indeed had complications. However it was reported that the event was not related to the arhtrex anchor. The patient had other complications which resulted in the loose anchor. Dr (B)(6) has removed the anchor due to the complications but stated that the problem itself was not related to the anchor itself. Additional information obtained 24-jan-2020. The explanted part number has been provided: ar-2324pslm-1, peek swivelock sp.